Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 53 mg/dl at the time of incident. Customer states insulin pump had cracks. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.